Manufacturer narrative:
B1, h1, and h6 were updated/corrected to report the air embolism as a serious injury.

Manufacturer narrative:
The investigation for the impella in aorta alarm has been completed. Regarding the optical signal issue, data logs showed persistent "impella position in aorta" alarms without any abnormal placement signal metrics. About 16 hours prior to alarms, a sudden motor current spike (and simultaneous motor speed drop) occurred, immediately followed by suction and flow saturation. Only the motor housing and cannula were returned. The rest of the pump was cut off. Visual inspection of the returned product revealed a significant mass of biomaterial on and around the impeller. Biomaterial was also found on the motor housing. In conclusion, it was determined that the cause of the optical signal issue was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
Roughly seven days after the report of air bubbles, it was reported that multiple "impella in aorta" alarms were triggered but the pump was confirmed to be in the proper position. Due to the possibility of a clot, the decision was made to replace the pump.

Manufacturer narrative:
Since the original report was filed, the investigation into the presumed air emboli (air bubbles) has concluded. The cause of the "air bubbles" and its relation to the impella were not determined since the pump performed per specification on the day of the alleged issue and the nature of the "bubbles" could not be verified clinically.

Manufacturer narrative:
The pump remained on for support without any noted harm or embolization of air. The pump was returned for benchtop analysis and testing, which is currently ongoing. The causal link between the air seen on echo imaging and the use of impella can not yet been proven or disproven. Upon completion of the investigation and benchtop analysis, a final report will be filed with root cause. The failure mode will be monitored and trended. Of note the IFU states the following: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿infusion filter: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The medical center had an impella 5.5 support ongoing for a patient with cardiomyopathy. The patient was being evaluated for lvad. On day 8 of the support the team observed air within the echo imaging. Abiomed medical affairs was consulted and troubleshooting measures taken with purge lines/cassette changed. There has been no harm or embolization to date. The malfunction is reportable as we can not deny the causality. Later on day 15 the team explanted the pump due to alarms and concerns for thrombus.